Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced while running a loaded set. System error 345 alarms were verified through a review of the event history log. A visual internal inspection found the symptom to be caused by the downstream sensor which became disconnected from the input/output printed circuit board. The force sensor was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿low speaker volume" which was reproduced when the device was found to produce low audio levels. The reported ¿low speaker volume" was found to be caused by a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm and "low speaker volume". There was no known patient injury or medical intervention associated with this event. No additional information is available.